Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00902602200, fem hd 22mmdia med nk, 69451000; 00902801000, fem stem sml 120 stem, 72406800. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07288, 0001822565 - 2017 - 07289.

Event description:
It was reported that the patient's left hip was revised approximately twenty-seven years post-implantation due to fracture, loosening, pain, instability, osteolysis, and polyethylene wear. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Cmp-(B)(4). Reported event was confirmed by review of the x-rays provided. Device history record was reviewed and no discrepancies were found. The x-rays were reviewed and noted that there was lucency, osteolysis, and a fractured stem. Root cause was unable to be determined as the necessary information to adequately investigate the reported event could not be provided as the device is still implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.